Manufacturer narrative:
The referenced cable was returned to the service center. The evaluation did not confirm the reported " no images" as the image was normal but the found the cable was cut. The device was repaired to standard specifications and returned to the customer. A review of the device's repair history shows the last repair was performed on (B)(6) 2019 for a cut on the cable issue. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During reprocessing, the customer reported the camera head was reported to have "no images". No patient injury or harm was reported.